Event description:
It was reported that the user could not insert the cartridge into the pump during a supply change, and the issue was resolved when support identified the cartridge had been inserted upside down and guided the user to reinstall it correctly, after which the supply change was completed. Symptoms included no adverse clinical effects. Outcomes included no injury, no alarms, and no interruption of therapy after correction. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error related to incorrect orientation of the cartridge during installation, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.